Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
The consumer reported to philips that the philips one charger caught on fire and was melted. No injuries were rpeorted. A potential hazard was identified.

Manufacturer narrative:
The device was returned to ohc for failure analysis arriving in used condition with one charge cord, one brush head and one travel case. Visual inspection of the handle shows deformation damage on and around the usb-c charge port. The visual features of the deformation damage are consistent with melting. Visual inspection of the charge cord shows deformation damage exclusively on the usb-c plug. The deformation damage is consistent with melting. Both the usb-c charge cord plug, and usb-c charge port of the handle are fused together due to the melt damage. The device does not power on and cannot be charged due to the sustained melt damage. The returned travel case and brush head show no issues or abnormalities. The cause of the customers complaint is melted charge port.

Event description:
Product was not returned to confirm a malfunction has occurred.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.